Event description:
The customer stated that he was receiving low readings on his meter. He had received a 97mg/dl the night before and that morning, a reading of 6.3. It was determined the meter was set in mmol/l. The customer did not adjust his medication or allege any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.